Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted photo of a palindrome catheter after use. The connection point of the venous luer adaptor to the extension tube was circled, but evidence of a leak could not be confirmed from the photo. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was implanted, it was found that there was a rupture and blood leakage on the blue silicone extension tube near the luer adapter. The issue was found on the same day of the implantation when patient was not on a dialysis treatment. Nothing unusual observed prior to use. The catheter was not repaired. Normal saline was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. Iodophor and normal saline was used to treat the insertion site before product placement. Normal saline was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Flushing was done prior to use with passed and unimpeded results. The clamps were moved to a new location after each treatment during the first intubation. No other products being utilized with the device. There was no blood loss and no blood transfusion was required. The patient was under emergency treatment for paraquat poisoning and not due to the ruptured and blood leak from the blue extension tube. The emergency treatment was being provided before the reported device leakage and the patient was not under prolonged hospitalization because of the reported blood leak. After consultation in the department (nephrology), they assisted in inserting a temporary hemodialysis tube for hemoperfusion therapy. The patient was discharged after three hemoperfusion. Reintubation was done to resolve the issue (catheter was explanted, replaced and reintubated). It was said that the patient was alive with injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was sent to the hospital for emergency crrt (continuous renal replacement therapy) treatment because of paraquat poisoning but the patient cannot be treated because the treatment required intubation. After the tube was inserted, oozing of blood leakage and a rupture between the silicone blue extension tube and joint/luer adapter were found (no luer adapter issue). The issue was noted on the same day of the implantation when patient was not on treatment. Nothing unusual observed prior to use. The catheter was not repaired. Normal saline was the cleaning agent used on the device. Tego was not utilized. Iodophor andnormal saline was used to treat the insertion site before product placement. Normal saline was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Flushing was done prior to use with passed and unimpeded results. The clamps were moved to a new location after each treatment during the first intubation. No other products being utilized with the device. There was no blood loss and no blood transfusion was required. The patient was not under prolonged hospitalization because of the reported blood leak. It was said that after a consultation in the department (n ephrology), they assisted in inserting a temporary hemodialysis tube for crrt. The emergency treatment was started after the reintubation which was done to resolve the issue (catheter was explanted and replaced). The patient was discharged after three crrt. There was no reported patient injury regarding the ruptured and blood leakage between the silicone blue extension tube and the blue joint.